Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's ipg suddenly stopped accepting a charge and in turn the ipg became inoperable. As a result, surgical intervention may take place at a later date to address the issue.